Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported after replacing the battery, the screen of insulin pump did not turn on. The customer reported blood glucose value of 204 mg/dl. The customer was treated with manual injection/insulin pen. The event involved product(s) mmt-386a, mmt-1880l, mmt-332a. Troubleshooting was performed for high blood glucose event and the customer was not using the auto mode/smartguard feature at the time of the event. The customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed for display issue and customer reported battery compartment and/or spring was damaged or corroded and advised customer that the serialized device will need to be replaced. No further patient complications were reported. No product return is required for mmt-386a, mmt-332a. Mmt-1880l was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery depletion recall number. Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor, occlusion test, self test, and sleep current measurement. Pump failed sleep current test, problem isolated to electronic stack. Pump successfully downloaded to thus/thump. Test p-cap successfully locked into the reservoir tube. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the pump trace download. The following were noted during visual inspection: pillowing keypad overlay, scratched case. Battery cycle 5.0 received the lowbatteryalert (104) on 06/19/2025 07:24:00 after more than 7 days at 47.6 days. Battery cycle 4.0 received the lowbatteryalert (104) on 05/02/2025 14:53:00 after more than 7 days at 52.01 days. Battery cycle 3.0 received the lowbatteryalert (104) on 03/11/2025 14:34:00 after more than 7 days at 48.19 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. In summary, customers alleged blank display was not confirmed. Unable to confirm high bg. Cracked battery tube was confirmed. Failed sleep current test was confirmed, isolated to the electronic stacks. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.